Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation. Lead migration was confirmed. Reprogramming was tried which resolved the issue. However, the patient underwent surgical intervention wherein the lead was repositioned to resolve the issue.